Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report . Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(6). Exemption number: e2014031. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 21 first prime pulses and was deactivated at 32 pulses. Inspection of the device found poor continuity between the rotational sensor springs and commutator cap, indicated by abnormal, discontinuous streaks on the fingers of the commutator cap. Debris was also found on the rotational sensor spring, preventing contact with the commutator cap. The poor continuity resulted in the first priming sequence ending prematurely and led to the cannula not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was not worn.